Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump¿s battery life had shortened and the pump required frequent battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/04/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/22/2014 with the following findings:a review of the pump¿s history showed evidence of short battery life illustrated by a sudden voltage drop on 11/06/2013. The pump powered on normally during testing and was able to be primed successfully with no alarms. The pump current draws were found to be high. The pump¿s cover was removed and an internal component of the printed circuit board was found to have an intermittent connection. The component was reconnected; and the current draws returned to normal. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.